Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: "it was reported that there are false positives."

Manufacturer narrative:
H.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive on max evp. Field service was dispatched. Field service cleaned both readers and heater mux and renormalized the readers. Instrument was returned to customer functional. Complaint is confirmed as an instrument issue because field service was able to reproduce the issue. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " it was reported that there are false positives. "